Event description:
It was reported that this artificial urinary sphincter (aus) did not work properly. Two weeks later a revision surgery was performed, and upon examination a hole in the cuff was found. The pump and cuff were explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff was visually inspected and underwent leak testing. A pinhole was found in the cuff shell consistent with wear at a fold. The cuff did not pass the leak testing. The pump was visually inspected and underwent leak testing. No visual damages nor abnormalities were found in the pump, and it did pass leak testing. Based on the information available and analysis results, the pinhole found in the cuff could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) did not work properly. Two weeks later a revision surgery was performed, and upon examination a hole in the cuff was found. The pump and cuff were explanted and replaced. No patient complications were reported.